Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 14-sep-2021, serial#: (B)(4), UDI #: (B)(4). Mfg date: 20-apr-2020, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless ipg exhibited pacing failure and high thresholds. It was further reported that thresholds increased after the delivery system (ds) tether was cut. There was no improvement in thresholds after one day. It was also reported that it was thought to be a peculiar phenomenon due to the blunt shape of the leadless ipg tip. The leadless ipg was inactivated one day after implant and the patient received a transvenous ipg system. No patient complications have been reported as a result of this event.